Event description:
Related manufacturer reference number: 2017865-2021-35540. It was reported that the patient presented in clinic for follow up. Device interrogation revealed undersensing, oversensing due to noise and high capture thresholds on a right atrial lead. Device interrogation revealed oversensing due to noise on a right ventricular lead. The physician elected to explant and replace both the right atrial and right ventricular lead. The patient condition was stable.